Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: additional product code: hsb. Device is not distributed in the united states, but is similar to device marketed in the USA (B)(6). The 510k unknown. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part: 03.010.410 / lot: l045816; manufacturing location: (B)(4); manufacturing date: 19. Sept. 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the handle broke during the surgery. A prolongation of the surgery was reported to be 5 minutes and there were no broken fragments generated. Procedure was successfully completed with no patient harm. The patient outcome is good. This complaint involves 1 parts. Concomitant part: blade (part# unknown / lot# unknown / quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted a product investigation was completed: the investigation has shown that the welding seam between the handle and the inner shaft is broken; therefore the handle has come loose. In addition there are some nicks and dents visible on the stroke cap; the handle itself is in good condition. The review of the production history revealed that this instrument was manufactured in september 2016 according to the specifications; no abnormalities or deviations were documented. The preliminary root cause is assessed as a design issue of the welding of the impactor - the strength of the laser welding is insufficient to sustain hammering forces from insertion and extraction of blades. Relevant actions have been taken to address the issue. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.